Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead exhibited noise, increasing impedance, oversensing and the lead integrity alert was triggered. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.